Event description:
It was reported that inappropriate therapy was observed due to t-wave oversensing. It was recommended to reprogram the device. The device remains implanted. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.